Event description:
It was reported that stent damage occurred. The 20x3.5 mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). Predilation was performed with an unspecified catheter balloon. A 3.50x24mm promus element ¿ stent was selected to treat the lesion but failed to cross the lesion. It was also noticed that the proximal stent was piled up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the tip od was measured which is within specification. The stent was badly damaged; all of the proximal struts were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The investigator observed that stent had moved distally on the balloon exposing the stent crimp marks. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 20x3.5 mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). Predilation was performed with an unspecified catheter balloon. A 3.50x24mm promus element ¿ stent was selected to treat the lesion but failed to cross the lesion. It was also noticed that the proximal stent was piled up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).